Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the customer was able to continue using it. The customer was advised to report any recurring malfunction codes, and they acknowledged this instruction.